Event description:
It was reported that he asymptomatic patient presented for follow up, post paced t wave oversensing on ventricular channel was observed. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.